Manufacturer narrative:
Pending evaluation. Concomitant device(s): 310-02-47, 54386015 - equinoxe, humeral head tall, 47mm (beta). 300-10-45, 52085003 - equinoxe replicator plate 4.5mm o/s.

Event description:
As reported, approximately 8 years postop the initial tsa implant, this (B)(6) male presented with left shoulder pain and loosing of caged glenoid. The patient¿s rotator cuff became non-functional leading to adverse wear on glenoid component. The 47mm humeral head was revised and converted to a reverse shoulder. Patient was successfully revised to a reverse shoulder. The device was not available for return.

Manufacturer narrative:
Section h10: h3: the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the glenoid component. The reported rotator cuff failure may have contributed to wear and the loosening by leveraging on the edge of the glenoid component. However, this cannot be confirmed because the component was not returned for evaluation.